Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. D.4.: this is the second of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to the first report filed under the manufacturer internal reference number of "(B)(4)". The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
This complaint is regarding the alcon products total 30 and aosept plus/clear care plus with hydraglyde cleaning and disinfecting solution. As initially reported by health care professional (hcp) on behalf of consumer stating that consumer experienced scratch on the black part of the eye or a corneal abrasion. Consumer experienced symptoms of cloudy vision, irritation, grittiness, watery eyes, and slight light sensitivity after wearing lenses disinfected with contact lens care solution. A slit-lamp examination revealed grade 2 diffuse bulbar conjunctival hyperemia in both eyes and minimal tarsal conjunctival papillary reaction. There was a central corneal cluster of macro-punctate staining. Hcp advised the consumer to stop wearing contact lenses until the eyes are fully healed. Tobramycin eye drops was prescribed four times a day for five days, along with chilled combination of hyaluronic acid, polyethene glycol and propylene glycol eye drops every two hours and also ensure that the drops are instilled ten minutes apart if administering two drops together. On review the next day, the consumer reported that her eyes felt much better and were no longer cloudy, although her vision had not fully returned to one hundred percent. A slit-lamp examination showed significant improvement in the corneal appearance, with corneal clusters of grades two superficial punctate keratitis (spk) in both eyes. Conjunctival hyperemia had also resolved, and no other abnormalities were detected. Consumer was advised to complete the antibiotic course and continue using combination of hyaluronic acid, polyethene glycol and propylene glycol eye drops every two hours. Seven days after the initial presentation, the consumer reported that her eyes felt completely normal again and that she had finished her course of tobramycin eye drops but was still using combination of hyaluronic acid, polyethene glycol and propylene glycol for dry eye four times a day. On examination, both the conjunctiva and cornea appeared clear. The current status of consumer eyes was symptoms resolved at the time of this report. No additional information is requested.

Manufacturer narrative:
H3, h6: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: this is the second of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to the first report filed under the manufacturer internal reference number of "(B)(4)". The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.